Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the all-new orders were not crossing over to the station. A technical support specialist dialed into the server and checked the database, confirmed that messages were crossing without any issues and none were stuck, attempted to access the enterprise server (es) website, but unable to login, indicating a certificate issue. The logs showed no certificate configured. The tss informed the customer. The customer reported being unable to login to the patient encounter system (pes), the tss identified the server debug error and ran the configuration task, binding the current active valid certificate using its thumbprint. After performing this action, the login issue was resolved, and tss confirmed that everything was current. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all new orders were not crossing from epic the customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.